Manufacturer narrative:
Suspect device software version: version 1.5.

Event description:
It was reported that during a vns generator replacement surgery due to battery depletion, high impedance was observed on the patient's m102 generator. The programming tablet's software was confirmed as a m3000 v1.5. Follow up with the company representative revealed that the diagnostics were within normal limits when using an older, non-v1.5 m3000 tablet. It was confirmed that the initial diagnostic attempt with the m3000 v1.5 software was with the output current at 1.00 ma and resulted in a dcdc code of 5. This issue was duplicated with in-house testing. For model 102/102r generators programmed to output currents greater than 1.00 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.

Manufacturer narrative:
If remedial action initiated, check type, corrected data: initial review inadvertently did not select "notification".